Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that atrial lead impedance dropped from 300 ohms in 2009, to 150 ohms the following month. The patient would be monitored.